Event description:
As stated by the customer (B)(6) 2010: "the lady was bathing herself with the chair outside the tub. The chair then picked itself up and lowered onto the lady in the bath. The lady was bruised and frightened. The bath is now turned off as it keeps operating by itself." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.